Manufacturer narrative:
Awaiting product return to conduct quality evaluation .

Event description:
Consumer calling to report inaccurate readings. Analysis run on clark error grid using mean avg reading (50) as ref point vs bd readings (22, 77) yielded data points in the d range of the grid, outside of acceptable limits.